Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) delivered an inappropriate shock. Upon interrogating the device, the local guidant representative noted that the red safety mode screen appeared, indicating that the device was limited to one zone, and pacing in vvi mode at 60 ppm. However, the device exhibited episodes of oversensing with inappropriate therapy delivery and pacing inhibition. The local guidant representative also has noted the patient's heart rate below 60 bpm.